Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the battery (bat982950) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files were not available for analysis. Failure analysis of the battery revealed that the returned device passed visual inspection. Functional testing revealed abnormal voltage readings involving cell pair #3. Internal visual inspection revealed that cell pair #3 was leaking electrolyte acid. Supplemental testing revealed that the cell pair's battery can (container) was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. The perforated cell weld likely contributed to the observed abnormalities with the battery rsoc. This finding prevents the battery from adequately being able to hold charge and provide power as expected. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a perforated cell pair due to improper assembly during the manufacturing process. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery was exhibiting a power consumption issue.  The battery duration was about two to three hours which is significantly shorter than expected. The battery was removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power consumption issue may be attributed, but not limited, to soldering defects, welding defects, and/or cell capacity loss due to degradation over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.